Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a pairing test was performed and there was no failures detected. A shared data log was reviewed and did not find any errors the reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.